Event description:
Related manufacturer reference number: 3006705815-2024-00108. It was reported patient's lead was replaced on (B)(6) 2023 due to migration. The ipg lost communication with external devices during procedure. As a result, both lead and ipg were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The observation of the ipg¿s inability to connect with a clinicians programmer (cp) was confirmed. The root cause was associated with the patient procedure resulting in the device entering the service application state. Using clinicians programmer, ipg system impedance testing was within the expected range. The ipg was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection.